Manufacturer narrative:
Initial and final MDR (B)(4), device 5 of 11.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient experienced infusion sets tubing detachment events on 22-jan-2026, 16-jan-2026, 07-jan-2026, 29-dec-2025, 25-dec-2025, 19-dec-2025, 04-dec-2025, 23-nov-2025, 11-nov-2025, 08-nov-2025, 30-oct-2025. The infusion set was in use for two days. The site of detachment was tubing connector. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.